Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient was complaining of having suffered a motor vehicle accident and since the accident the patient stated that the area where the ins is located hurts more than others. An impedance check was run on the patient and their impedance test came back all within normal range. The actions taken other than going to the emergency room was that the patient let the ins discharge. While the rep was at the healthcare provider (hcp) office the rep was able to turn the stimulator on and give the aaa batteries for their patient programmer which the patient stated was not working, and when the rep put new batteries in the programmer and the programmer worked fine. The rep stated that the issues were resolved at the time of the report.